Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's battery pins were loose, which caused the reported issue. Physio tightened the battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.